Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. The option-lok male adapter of the tubing set was connected to the female adapter of an unspecified j-loop extension tubing set and was being used to deliver an unspecified medication. It was reported that the male adapter of the j-loop extension tubing set was connected to the patient's peripheral IV access site. After an unspecified length of time while the nurse was disconnecting the option-lok male adapter from the j-loop extension tubing set, the customer contact reported that the distal tip of the option-lok male adapter broke off and a piece of the option-lok male adapter remained lodged inside the female adapter of the j-loop extension tubing set. It was reported that an unspecified volume of blood loss was noted. The customer contact reported that a new peripheral IV access site was started. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
One used device was received and evaluated. Testing found the tip of the option-lok male adapter broken off. Drag marks were noted on the tip of the option-lok male adapter indicating application of excessive force on the male adapter. Hospira had completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connections events. Based upon the investigation results, hospira has identified that it needs to make dimensional changes to the spin collar that will improve the compliance with (B)(4) and interaction with other components. The planned improvements will optimize the design of the thread, taper and taper protrusion of the option-lok to minimize identified failure modes and resultant complaints. This report represents all the information known by the reporter upon query by hospira personnel.